Event description:
It was reported that during a percutaneous coronary intervention, a shaft break, vessel perforation, unretrieved device fragmentation and surgery occurred. Using the radial approach, the procedure treated the target lesion located in the mildly calcified and mildly tortuous left anterior descending artery (lad). A 2.5x20mm emerge balloon catheter was to be used for pre-dilation, however it was noted that the shaft of the balloon catheter was "slightly kinked" before entering the patient. As the balloon catheter was being advanced down the lad artery, the catheter separated and broke. The physician then "removed the part of the catheter that he could, not attached to the hub." After some effort to the remove the device fragment, a decision was made to remove the guide catheter and snare the remainder of the balloon catheter left behind. The remainder of the balloon catheter was successfully snared, however when being pulled back the balloon and snare became hung up at the elbow and could not be pulled any further. "After many unsuccessful attempts they were finally able to remove the balloon as well as the other parts of the device and later found that part of the shaft had migrated down to the ulnar artery." Then access to the femoral artery was obtained and a guide catheter was positioned into the right subclavian artery and an attempt was made to wire the ulnar artery only to discover the artery had been perforated. The patient was sent to surgery to have the ulnar artery repaired. No further patient complications were reported and the patient status is ok.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).